Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 2 (lot number 490334, expiration date 11/30/2012). Reference medwatch report (B)(6) for the suspect device used in system 1.

Event description:
Customer reportedly received result of 351 mg/dl on aviva system 1 and results of 209 mg/dl and 139 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.